Event description:
Right total knee replacement performed in 1995. Due to aseptic loosening, revision performed in 2000. Articualr surface wear on patella and debonding of tibial tray from cement mantle were found during revision.